Event description:
The patient's legal guardian reported on behalf of the patient that their blood glucose level reached 451 mg/dl, while wearing the pod. When the pod was removed they found the pink slide insert had not moved into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. Additionally, they reported after the pod was removed an alarm was displayed. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.